Event description:
The facility alleges the skin stapler is jammed. No pt injury or medical intervention was reported.

Manufacturer narrative:
Device evaluated by MFR: since a product sample has not been returned and the lot number is unknown, we are unable to conduct an investigation and determine root cause related to this reported issue for this device. The investigation of similar incidents have been evaluated and corrective actions were implemented as of 2007.